Event description:
End user called for assistance using the device. During trouble shooting it was discovered that the device does not check the calibration. The device was replaced and the defective one returned for investigation.